Event description:
On january 9, 2007 the lay user/reporter contacted lifescan alleging an "error 2" issue with his one touch ultra meter. The reporter alleged the pt had been unable to test on his meter for a couple days to a week; during this time, he developed symptoms of blurred vision, frequent urination, and feeling very thirsty. He reportedly did not administer any self-treatment for his symptoms. On january 8, 2007 (6am), he went to urgent care and got a "437 mg/dl" on the urgent care's meter. He was treated with 20 units of insulin and 1 liter of IV fluids. They retested his blood glucose 2 hours later and it was "312 mg/dl." The pt was sent home with a new medication, actos, to be added to his current glucotrol and glucophage regimen. The customer care advocate (cca) verified that the test strips were in good condition and the correct testing technique was being used. The cca walked the reporter through troubleshooting the error message, but the issue was unresolved. During troubleshooting, the cca also discovered that the battery symbol was being displayed upon powering on the meter and that the battery has never been replaced. This complaint is being reported because it is alleged the patient was unable to obtain a meter reading on his meter, then developed symptoms, and was found to be hyperglycemic. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.